Manufacturer narrative:
Concomitant medical products: 6984m adaptor, implanted: (B)(6) 2009; adaptor, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died approximately two years ago. The patient's spouse indicated that they thought the implantable pulse generator (ipg) implanted at the time of death had a defect, without providing specific detail. Additional information related to the "defect" and the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.